Manufacturer narrative:
Section a6: unknown/ asked but not available. Device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was explanted due to the refractive surprise. The lens was removed and replaced during a secondary surgical procedure with another lens of the same model and diopter, a j&j iol. No additional intervention was required. The patient is doing well. No further information is available.